Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. When contacted, the health care provider was unaware of the patient's death and therefore was not able to provide additional information regarding the event and any relationship to the device. However, the surgeon did provide a copy of the operative report and the discharge summary. The patient had three devices implanted on (B)(6) 2010 to include (B)(4) in the tricuspid position, (B)(4) in the aortic position, and (B)(4) in the mitral position. It is unknown if any of these devices have been explanted or if an autopsy was done. See related reports for the remaining devices.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the patient expired after an implant duration of approximately 2 months. The cause of death is unknown. There has been no indication that the death was device related. Per the provided discharge summary: this is a (B)(6) male admitted through the ER for management of left arm abscess on (B)(6) 2010. Post incision and drainage of the left arm abscess, the patient became combative, hypotensive, and was noted to have st elevation via 12 lead EKG. The patient was taken emergently to the cath lab and found to have an 85-90% left main stenosis, long tubular 75-80% lad stenosis, 30-40% circumflex stenosis and 90% mid nondominant right coronary artery stenosis. On (B)(6) 2010, the patient underwent emergency myocardial revascularization x5, mitral valve repair with 33mm cosgrove annuloplasty ring, aortic valve replacement with a 21 mm carpentier edwards pericardial tissue valve, tricuspid valve repair with 30mm carpentier edwards annuloplasty ring, left atrial appendectomy. On (B)(6) 2010, patient underwent tracheostomy. On (B)(6) 2010, patient underwent tracheostomy revision. On (B)(6) 2010, patient underwent peg tube placement. Post peg placement, the patient continued to work with physical and occupational therapy to increase his strength and mobility. Pulmonary began to wean the ventilator. The patient began tolerating intermittent trach trials. By postoperative day 25, the patient remained in a controlled atrial fibrillation with stable vital signs and tolerating trach trials. He tolerated tid chair activity with assist of 2. Therefore, he was deemed medically stable for transfer to an (B)(6) facility.